Event description:
It was reported that there was a connection issue between the patient line of an amia cassette and the transfer set. This occurred during peritoneal dialysis (pd) therapy. The connection issue was further described as not being able to disconnect the patient line from the transfer set at the end of pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d5: operator of device: patient/consumer (previously submitted as health professional) h10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.